Manufacturer narrative:
The bim400 implant magnet had magnetic retention degeneration, most likely due to the device having been demagnetized when exposed to too strong magnetic field when recipient underwent MRI scan. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and this event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue.

Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, due to poor magnet retention. During the procedure, the internal magnet was replaced.